Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that an internal dialyzer blood leak occurred one hour after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed as streaks within the dialyzer. The machine, a fresenius 2008k2 machine, did not alarm with a blood leak alarm. Blood leak test strips were not used as the blood streaks were visually noted on the top of the dialyzer housing and treatment was discontinued. The patient's blood was not returned. There was no defect or damage noted on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient discontinued treatment after the blood leak occurred. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility clinical manager reported that an internal dialyzer blood leak occurred one hour after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed as streaks within the dialyzer. The machine, a fresenius 2008k2 machine, did not alarm with a blood leak alarm. Blood leak test strips were not used as the blood streaks were visually noted on the top of the dialyzer housing and treatment was discontinued. The patient's blood was not returned. There was no defect or damage noted on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient discontinued treatment after the blood leak occurred. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager reported that an internal dialyzer blood leak occurred one hour after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed as streaks within the dialyzer. The machine, a fresenius 2008k2 machine, did not alarm with a blood leak alarm. Blood leak test strips were not used as the blood streaks were visually noted on the top of the dialyzer housing and treatment was discontinued. The patient's blood was not returned. There was no defect or damage noted on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient discontinued treatment after the blood leak occurred. The dialyzer was available to be returned for manufacturer evaluation.